Event description:
I had prk surgery to correct severe myopia. The surgeon told me that my vision would be adequate to drive and read within a week, any side effects would be minor and would resolve quickly. I had severe pain post surgery, which was dismissed by the follow up doctor (my husband had to call to get them to give me pain management medication - they told me I did not have pain). At my one week follow-up, the doctor who examined me said my vision was fine, but it might take 3-6 months before I could see well (after initially being told one week). When I confronted him with the varying promises, he told me that if they told people how long recovery would take, no one would choose prk. I was told to come back for further follow up in a month. Three weeks from surgery, I have significantly blurry vision - cannot drive or cross a busy street. I can read only with my right eye, and only wearing reading glasses and blowing up the text (printed materials are impossible). This has resulted in lost work, and I am in danger of losing my employment. I have to use eye drops for dry eyes every ten minutes to have any kind of functional eyesight; I have moderate discomfort at all times, and pain if I do not keep using the drops. I have constant low-grade headaches from trying to see, and have significant glare at night, to the point that it would not be safe to walk outdoors at night. While all of these risks were explained to me, I was told they were outliers, very rare, and I should not have to worry about any of them. But when I reported my problems to the clinic that performed the prk, I was told there was nothing wrong with me, I was fine. The misleading and dismissive actions of this practice make it clear to me that they knew this was a typical result of this surgery, and did not give me the information I needed in order to give informed consent. Company name: not given by clinic. FDA safety report ID# (B)(4).